Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the needle was break. The blood glucose value was 285 mg/dl. Customer stated that the introducer needle fractured while in the body. Customer stated that they did not receive medical treatment because the fractured needle was still in the body. The product will return for the analysis.